Manufacturer narrative:
This report is being submitted as follow up no. 1 to add additional information, update section and to provide the completed investigation results. One 6fr destination sheath was returned for product evaluation. Visual inspection revealed that damage was observed at the distal tip of the sheath. Microscopy confirmed that the sheath tip was damaged and slightly wrinkled. A portion of the sheath was flattened and twisted which started 333 mm from the distal tip and ends 384 mm from the distal tip. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that the damage on the sheath and at the sheath tip can be attributed to difficulties at the point of insertion due to scar tissue, calcification or a combination of these. It is also likely that the sheath advanced through vessel with excessive force, leading to damage to sheath body. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on (B)(6) 2019. The procedure was a left leg atherectomy with the intervention in the left tibial arteries. This was a contralateral approach from the right femoral to the left. The sheath was twisted upon visualization under fluoro. The twisting and torque pressure was applied when attempting to advance. The patient was rescheduled for another attempt and antegrade access of the left leg was used.

Manufacturer narrative:
Weight: 85.5 lbs. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the destination sheath twisted when attempting to advance up the iliac. They were unable to advance any equipment and aborted the intervention. The patient will be brought back for alternative access. The patient was reported to be in good condition. The procedure was a successful diagnostic angiogram. The blood loss was less than 250cc.